Manufacturer narrative:
Results: the lead passed continuity and resistivity tests. The lead revealed no visual anomalies with exception of compression marks on the lead segments. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that during the implant procedure of the trial lead on (B)(6) 2011 the lead had high impedance values. The lead repositioning attempts were unable to resolve the issue. The lead was removed and replaced by a new lead. No pt complications were reported as a result of this event.